Manufacturer narrative:
The following functional tests were performed: the field service engineer (fse) arrived at the customer site to evaluate the devices. The fse performed device performance verification. Log files were requested to escalate this issue for a technical investigation however the fse states that this data is not available. Results of functional testing indicate that the device is functioning as specified. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the fetal heart rate (fhr) was lost for a patient in the obstetric unit while using the philips avalon fm30 fetal monitor serial number (B)(6) (reported under manufacturer report number 9610816-2023-00126) the user attempted to detect the fhr with another philips avalon fm30 fetal monitor serial number (B)(6) (this report) without obtaining results. When the patient gave birth, the baby was stillborn.

Event description:
It was reported that the fetal heart rate (fhr) was lost for a patient in the obstetric unit while using the philips avalon fm30 fetal monitor serial number (B)(4) (addressed in another complaint.) The user attempted to detect the fhr with another philips avalon fm30 fetal monitor serial number (B)(4) (this report) without obtaining results. When the patient gave birth, the baby was stillborn.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.